Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the patient experienced chronic pain at the abutment site which was treated with antibiotics where the pain would resolve but then would recur when not taking the antibiotic. The device was explanted on (B)(6) 2020. There are no plans to re-implant the patient with another device.